Event description:
During preventative maintenance of the device, the user reported that an oil leak from the motor occurred, causing it to overheat. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.